Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report a skin irritation patient experienced on (B)(6) 2013. Patient reported itching at needle insertion site. Patient advised will be discussing with their physician on (B)(6) 2014 and following up with dexcom technical support with any additional information. Patient contacted dexcom technical support again on (B)(6) 2014 and stated did visit physician, but was not provided a solution. Patient has discontinued wearing sensor device, but will resume once recovered from recent gallbladder surgery. The patient did not report any pain or discomfort. No injuries or medical intervention were reported. At the time of the call to dexcom technical support patient reported a current condition of feeling good.

Manufacturer narrative:
(B)(4).